Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal diagonal coronary artery with mild tortuosity and moderate calcification. On inflation, the balloon of a 2.75x18 mm xience alpine drug-eluting stent delivery system (sds) was noted to be ruptured. The procedure was successfully completed with a new xience alpine sds. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and a previously implanted unknown stent with restenosis causing the reported failure to advance. During the device removal, the device likely interacted with the previously implanted stent/difficult anatomy causing the reported difficulty to remove and subsequent material deformation with the patient effect of intimal dissection. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted that the xience alpine IFU states: should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. In this case, it appears the IFU deviation related to removing the sds forcefully as a single unit may have contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: there was no balloon rupture as previously reported. The 2.75x18 mm xience alpine drug-eluting stent delivery system (sds) was advanced, but could not cross the lesion due to calcification, tortuosity and a previously implanted unknown stent with restenosis. The sds was removed independently against resistance from the patient anatomy and with force. Post removal of the sds, it was noted that a dissection had occurred and the stent implant was deformed. A non-abbott stent was used to successfully complete the procedure and treat the dissection. There was no clinically significant delay in the procedure and no reported adverse patient sequela. No additional information was provided.